Event description:
The facility's biomed reported an infusion pump with an 807:00 failure code. The biomed stated they have no record of any pt incident involving the pump since the last baxter service event. The device failure occurred during biomed testing. No further info was given. Additional contact info was requested but not provided.